Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated a confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. Root cause attributed user. Additional observation(s) not reported by site the instrument was found to have a blade broken. The blade broke at roughly .245 from the base. Broken piece was returned. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white teflon pad of the harmonic ace (ha) was broken. There was no fragment falling into the patient¿s anatomy. The procedure was completed with no reported injury with a backup ha.